Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that no troubleshooting was performed, but the suspected cause was calcification around the lead coil. The device was reprogrammed to reset the shock impedance alert. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.